Event description:
It was reported that attempts to interrogate the implantable cardiac monitor resulted in error messages. After a device software download, normal function resumed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.